Manufacturer narrative:
Event occurred on an unknown date in 2021. 510k: this report is for an unknown va locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the patient underwent removal surgery involving the unknown va-lcp condylar plate and unknown va locking screw due to total knee infection. The implants were removed and portions of the total knee will be exchanged or removed. The outcome of the procedure is unknown. On (B)(6), 2021, the unknown va-lcp condylar plate was placed in the patient due to previous non-union with a different implant. The plates and wires were not removed from the patient but the total knee patella was removed and the poly exchanged. The surgeon stated the infection happened shortly after the patient received a covid booster vaccine from an unknown manufacturer. The procedure outcome is unknown. This report is for one (1) unknown va locking screw. This is report 2 of 2 for (B)(4).